Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter. The customer felt weaker and was unable to self-treat. The customer visited emergency room had a contact with a healthcare professional (hcp) and was administered with unspecified IV and was suggested to eat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. A watermark was not observed at the base of the sensor tail, indicating sensor was properly inserted. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba.) The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor tests were performed and both were within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter. The customer felt weaker and was unable to self-treat. The customer visited emergency room had a contact with a healthcare professional (hcp) and was administered with unspecified IV and was suggested to eat. There was no report of death or permanent impairment associated with this event.